Event description:
The patient's system was explanted due to a suspected infection at the pocket site. Upon explant it was determined there was no infection, however the system was protruding out of the skin and was explanted.

Manufacturer narrative:
The ipg was discarded by the medical facility and will not be returned for eval. A review of the ipg's sterilization records was found satisfactory. This is the final report.